Event description:
The account alleged the weld on the side rail failed and the latch mechanism broke off.

Manufacturer narrative:
The technician inspected the bed and found a weld had failed on the fixed side rail. No further info is available on the repair of the bed at this time.